Event description:
Additional event information reported by the customer: there was a 5min. Procedural delay as a result of the event; there was no patient under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported video system no image issue was determined to be the result of a faulty patient circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited no image. The issue was found during preparation for use. There were no reports of patient harm.